Manufacturer narrative:
Per patient's surgeon, skin flap revision surgery occurred on (B)(6), 2011. This report is filed (B)(4), 2011. Implanted device remains.

Event description:
Per the clinic, the patient underwent skin flap revision surgery on an unknown date. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.